Manufacturer narrative:
It was reported from USA that the cable was loosened and caused a small spark, but there was no melted part in the plug. Since the plug is see-through, revealing its internal components, it is easy for the user to notice when sparks are generated, so it is not considered that sparks are generated continuously. In addition, the material of the plug is flame retardant and has sufficient voltage resistance, so we do not think that it will heat up as users fear.

Event description:
We received the following report from fujifilm. On april 16th, 2025, fujifilm healthcare americas corporation was informed of an event involving fdr go plus e. The issue was that the plug may not be grounded, sparking inside of clear housing and causing the plug to heat up. The injury to the user or any patient involvement has not been confirmed at this time. This report is being submitted in an abundance of caution.